Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was getting a failed battery test alarm on the insulin pump. Customer has been off the pump for 2 weeks since it wasn't working. Customer inserted a new battery and received a failed battery test alarm. Customer was on shots and his current blood glucose was 211 mg/dl. In a previous call, troubleshooting was performed and customer did not receive a failed battery test alarm. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy. Customer also had a motor error alarm and an off no power alarm. Customer stated that he has been talking to his endocrinologists about the issues he has been having. Customer was advised that if the new battery cap does not resolve the issue, the insulin pump will be replaced.